Event description:
Device was used during a laparosocpic cholecystectomy procedure involving one pt. Reportedly, the device produced malformed clips. A second device was used to complete the procedure. The hosp has reported no pt injury.